Event description:
It was reported that high, out of range hv lead impedance was observed. The impedance was measured again, and the measurements were normal. Lead damage was suspected. The patient was scheduled for a follow- up.

Manufacturer narrative:
.